Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(\4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation with unknown mentor saline prostheses was experienced lupus post procedure. The patient initially suspected arthritis, however received a medical diagnosis for lupus. The patient suspects that the lupus may be related to her implants, however, no testing or medical professional analysis has linked her lupus to the implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-21958 for contralateral prosthesis report.